Event description:
It was reported that the patient presented to the hospital for lv lead replacement for dislodgement. The patient appears to have been previously evaluated during routine device check on (B)(6) 2022. At this time, normal device function is noted, except for lv lead capture, which is noted non-functional in all available vectors. Apparently, dislodgment was confirmed at this time via chest x-ray. Patient denies trauma but, per physician of note, patient had complaints of increased shortness of breath leading up to the clinic visit. The lead was explanted and replaced. The lead will not be returned for evaluation. Patient condition was stable.